Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a failure of the right ventricular lead. No further information was able to be obtained. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.